Event description:
The patient reportedly experienced headaches at implant site and a decrease in performance. The patient was seen for device evaluation. Programming adjustment were made. Testing performance confirmed that the device was functioning. However, the patient requested that her device be explanted. Surgery to explant the patient's cii device is to be scheduled.